Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. A lead revision procedure was recommended, but has not been performed yet. The device has been reprogrammed. The patient was stable and will continue to be monitored.